Manufacturer narrative:
Continuation of d10: product type lead product ID 977a260 serial# (B)(6) section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 20-dec-2027, UDI#:(B)(4). H2: correction to section a2. The patient's date of birth has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that on (B)(6) 2024 the patient was in an implant procedure and one of the leads had high impedances (40,000 ohms) on contacts 4-8 out of box.   The hcp tried the lead in the other ins port and tried cleaning off the electrodes.  The cause was not identified.  The lead was discarded by the hcp, so it will not be returned for analysis. The rep reported the issue was resolved.   No symptoms reported. Additional information was received on march 26, 2024. The rep reported that the lead listed in patient registration is the lead that had the high impedances and that was scrapped (the lot provided in the mpxr was incorrect). The rep could not recall which of the two inss the lead was connected to. The rep confirmed with the account that there was no visible damage to the lead packaging. The rep reported they were the one that had opened the lead box. They handed the kit to the circulating nurse, who then opened the kit for the scrub tech. There was nothing out of the ordinary. There were no factors that could have caused damage to the lead. The issue with the high impedances did not resolve so they opened a new lead kit.

Manufacturer narrative:
Continuation of d10: product type lead product ID 977a260 lot# serial# (B)(6) section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 20-dec-2027, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.